Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, all keypad buttons were responsive and the keypad was undamaged. The keypad cover was opened to find no contaminants under the button contacts. The original complaint of unresponsive keypad buttons could not be duplicated. Unrelated to the original complaint, moisture was observed under the display lens. The pump was opened to find moisture damage on the continuous glucose monitoring board. A crack in the battery compartment was found from below the grip pad to the case seal. The audio bolus button cover was torn in the center but responded appropriately to user input. A leak test was performed and failed due to the audio bolus button cover leak.